Event description:
Patient presented to the primary care physician with throat swelling and pain, neck pain, right-sided head pain, right-sided ear pain, and headaches. Primary care physician prescribed a 7-day course of steroids.